Event description:
It was reported that during an upgrade procedure from an implantable cardioverter defibrillator (ICD) to an cardiac resynchronization therapy defibrillator (crt-d), there was some sort of electromagnetic interference (emi) that was causing pacing impedance reading issues jumping from 0 ohms to greater than 2000 ohms. Once the new crt-d was hooked up they observed the impedance issues, and the physician thought it was a lead issue. Subsequently, the right ventricular (rv) lead was surgically capped and replaced which did not resolve the issue. The physician then decided to try another crt-d, however the impedance values still were not optimal. Due to the patient condition the case was time sensitive, and the patient was decompensating they ended the case without performing the av node ablation that was scheduled. The source of the emi during the procedure remains unknown, but thought might be the bovie or ablation equipment. No additional adverse patient effects were reported.